Event description:
It was observed that during the device evaluation the autoclavable camera head had air leakage from the connector section and rust on the coupler pins.there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the malfunctions " rust on coupler pins" and " air leakage from connector section" could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.